Event description:
Heard apnea alarm and saw ventilator was not cycling and in "in-op" mode. Screen was black with no alarms sounding. Pt was bagged while ventilator was replaced. Spo2 and heart rate within normal limits before and after. No injury to pt. MFR and seller notified.